Manufacturer narrative:
Additional information has been requested. Investigation is ongoing, no conclusion can be drawn at this time.

Event description:
A patient being treated for rib fractures was implanted with 2 plates and 18 screws, at 7 months post implant, it was noted that a screw had come loose. Patient was returned to the operating room for revision to unknown devices. This report is #2 of 2 for the same event.